Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "pressure sensor assembly failure." Health impact: none. No patient involved.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: during start-up, the hamilton-c3 showed technical events which prevented a successful initialization. No patient involved; no harm registered. No medical intervention required. Case was not reported to authorities. No indication that the complaint resulted in death, injury or serious deterioration in the health of the patient, user or third party. Pressure sensor assembly has been identified as the defective component. The pressure sensor assembly and was replaced, which resolved the issue. Corrected: in section h6, imdrf codes were updated/corrected.